Manufacturer narrative:
(B)(4). Date sent: 5/25/2026 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: this device was used during rectal resection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by a sales rep that, during an rectal resection surgery, when opening the main body, it was found that the plastic piece had been contained. The attending doctor judged that there was no effect, so the device was used as it was and the surgery was completed. The plastic piece is adhered to the label. The device was not used for the patient. There were no adverse consequences to the patient. No further information is available.